Event description:
Medtronic minimed sof-sensor product glucose sensing device. I am a diabetic that has been using first the medtronic 508 insulin pump from 2002 through 2006. I started with a new 722 insulin pump of 2007, and have been using this product to date. Started using the sof-sensor two months later, and have been using continuously to date. Problem is, I believe, a qc problem in the manufacture of these devices. I have had a number of sof-sensors fail to initialize -start- and being a technical person, tried to figure out why. What I have found is an electrical problem between the connections -3 traces- between the sensor, and the transmitter. I believe this problem is caused either by oxidation on the sensor traces, or more likely out of spec. O-rings. These o-rings are of a type that exist commercially -any hardware store-. If the diameter of the o-ring is larger than spec., I would assume contact would be unreliable. I have alerted the company of this problem many times, and get the impression, they don't care. You have my permission to view the carelink data. I have this batch of sensors -4- that the manufacturer wants back. I also have new sensors I will make available for independent testing. Dose or amount: one sensor, frequency: 3 days, route: sq. Dates of use: 2007-2009. Diagnosis or reason for use: diabeties -difficult to control.